Event description:
Additional information was received from the manufacturer representative (rep) reporting that the correct ins implant date was (B)(6) 2022. The patient has not had an appointment with their health care provider (hcp). There was no consultation from the patient to the hospital, so outcome cannot be confirmed. Outcome remains unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 mpxr 1261026 (con, rep, for): information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was that an inquiry that the remaining battery level had not been reduced at all for a while was received, and that the pain did not improve. Although the patient might have changed the settings, the patient did not know what happened to the device in the first place and the stimulation was still on, so the cause was unknown. The stimulation was turned on and the settings could be changed without any problems; the patient would increase the numerical value and observe the situation. The question about the original setting value could not be answered, so patient was asked to confirm it with the physician. Resolution unknown. (B)(6) 2025 ared (rep, for): additional information was received. Serial number of ins confirmed. Cause of the losing their therapy is unknown, no interventions have been taken, and the issue was reported to the hospital that the patient contacted us.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.